Event description:
The device was returned to the svc ctr with a report from the customer contact, the device will not power on using ac or dc power. This is not a reportable malfunction. However, during testing at the svc ctr it was found the device had battery leakage and corrosion.

Manufacturer narrative:
During testing, leakage from the disposable batteries was noted in the battery compartment and middle printed circuit board of the device. The customer reported does not power up on dc power was duplicated. The device did power up on ac power. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.